Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge on two separate wireless charging pads despite correct placement and use of different outlets, with the pad indicator turning solid briefly then blinking, while the user¿s phone charged normally on the same pad, indicating a device issue consistent with premature battery discharge and a battery component problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with an energy storage system problem associated with the battery, aligned with a premature discharge of the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.